Event description:
Customer's mother reported via phone, the insulin pump had cosmetic damage. Customer's mother didn't know the customer's blood glucose but most recent was 159 mg/dl. The damage was located on the case. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked case at the reservoir tube window corners, and the cap was broken off.